Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported left side deflation and "valve leak". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h3, h6. Laboratory analysis summary: the device related to the reported events deflation and valve leak and/or damage was received on january 10, 2025 with catalog number mcghan240. Based on the product analysis performed, the assessments of the complaint codes are: deflation- valve leak and/or damage: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, d.6b, h6.

Event description:
Healthcare professional reported "valve leak". Device has been explanted and replaced.